Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had air detected in cassette and volume error / fluid leak warnings during dwell 1 of pd treatment. The patient cancelled treatment and found fluid on the external cassette and fluid in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s pdrn said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is still using the same cycler which is working well with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had air detected in cassette and volume error / fluid leak warnings during dwell 1 of pd treatment. The patient cancelled treatment and found fluid on the external cassette and fluid in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s pdrn said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is still using the same cycler which is working well with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.